Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual investigation, engineering found no visible damage to the unit. Engineering found clip appliers dry-firing but was not able to replicate the customer's experience of clip scissoring. The clip scissoring could be the result of use error. On march 18, 2016, applied medical issued a voluntary class ii recall of the ca090 direct drive clip applier due to increased customer feedback indicating inconsistent clip application, which has the potential to lead to unoccluded vessels. An internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation and implement appropriate corrective actions. FDA has issued recall number z-1621-2016 for this recall. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "the clips didn't came out straight from the jaws, they were crooked and so it was impossible to close it right. When we closed the clips the two branch were not close straight, they crossed each other, the clip didn't assured a secure closing." Patient status ok.